Event description:
It was reported that customer does not have sufficient subcutaneous tissue where set is inserted,high blood glucose and insulin pen is used for treatment on (b)(6)2026.

Manufacturer narrative:
Name: (b)(6) Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.